Event description:
The customer splashed the control in her left eye and face. On throwing the used sample cup which had the control from the instrument to the trash, it hit the side of the garbage can and splashed into her face and left eye. Customer immediately washed her eyes for about 1 minute at an eye wash station after the event.

Manufacturer narrative:
The labeling and the certificate of analysis of the control material indicate that each human donor unit used to manufacture this control was tested by FDA-accepted methods and found non-reactive for (B)(6). In addition, the labeling instructs the user to treat all human source material as potentially infectious and should be handled with the same precautions used with pt samples. Customer was not wearing safety glasses at the time of the event. Root cause of the event: user error.